Event description:
Customer reportedly rec'd the following results on the aviva system within 10 minutes: 506 mg/dl, 209 mg/dl, and 239 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.